Manufacturer narrative:
(B)(4)

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the stapler misfired which resulted in proper and unformed staples at the antrum of the stomach. The surgeon then attempted to rectify the situation and fired another stapler beside the current malformed staple line. This load also misfired. Both staple reloads did not cut through the stay suture holding the tissue reinforcement material in place. Following this, the surgeon then had to cut the malformed staples from the antrum of the stomach and hand sew over the staple malformed staple line. This resulted in 1.5 hour of add'l operating time.